Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where infusion set fell off as tape did not remain adhered to the body after being outside with high blood glucose and was treated with manual injections on (B)(6) 2026.